Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the guide wire was damaged causing resistance; however, without having the devices to examine, a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery (sfa). The supera stent was implanted without issue. Resistance was noted during removal of the stent delivery system, as it was thought that the stent delivery system was catching on the coating of the guide wire. Both devices were removed as a single unit, without adverse patient effect. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.